Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or non-conformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.

Event description:
A peritoneal dialysis (pd) pt reported finding a fluid leak following his treatment. When he opened the cassette door there was fluid on the tubing set. The set was not retained. During f/u his pd nurse reported that his effluent was clear. He did not have signs of infection. He was not prescribed prophylactic antibiotics. No adverse event reported at this time.